Manufacturer narrative:
Additional information: initial reporter title and name: mrs. (B)(6). Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4) initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported exposed wire with the sovereign phaco handpiece. There was no patient involvement reported.